Event description:
Event description guidant received information that this device has: intermittent pacing, no magnet response, and keeps going into reset. The patient has a good underlying rhythm and does not feel symptomatic at all. The device has been implanted greater than 10 years.